Manufacturer narrative:
The investigation for the reported console battery alarm issue has been completed. The console was returned for evaluation . Battery failure issues were unable to be reproduced. During examination of the inside of the console, it was discovered that there was a blown capacitor @ c175 on the pbm board. This blown capacitor is likely what the nurse smelled when they said the console smelled ¿hot¿. The logs were reviewed which confirmed the reported battery failure alarms. There were numerous battery alarms including: battery failure (transport connection blown/missing) , battery level low (50%), and battery failure (low voltage). The root cause of this issue was a blown capacitor found @ c175 on the pbm board but the cause of the blown capacitor is unknown.

Event description:
The user facility reported a 63-year-old male patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During support, battery failure alarms occurred on the automated impella controller (aic). The end user reported the aic was always plugged into the red outlet and smelled hot. The aic was swapped, and no further issues or alarms occurred. The patient remains stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.